Manufacturer narrative:
It was confirmed that the pump had a speaker that emitted no sound. The device was repaired and tested to meet all specifications on 01/09/2018. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 11/03/2016.

Event description:
The initial reporter reported a speaker malfunction issue on (B)(6) 2018. The issue was discovered during servicing of the device (B)(6) 2018, and no patient was involved in this case.